Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a worn-out scope socket, charred fuse component on the alternating current inlet power supply, iris printed circuit board stuck intermittently, insufficient lamp thermal grease, and obstructed of foreign matter on the air pump tubing were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source is unable to power on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since the reported issue of not being able to power on was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The specific root cause of the burnt fuse component on the alternating current inlet could not be determined at this time. The specific root cause of the iris printed circuit board being stuck intermittently could not be determined at this time. The specific root cause of the lamp failure due to insufficient thermal grease of the lamp could not be determined at this time. Olympus will continue to monitor field performance for this device.